Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Customer¿s blood glucose (bg) was approximately 700 mg/dl; manual injections were delivered to address the high bg and customer's bg's returned to normal levels. Reportedly, customer reverted to manual injections for insulin therapy.